Event description:
It was reported that this right ventricular (rv) lead exhibited a shock lead impedance of zero. Technical services determined the finding was consistent with electromagnetic interference (emi), and the healthcare provider confirmed the patient was undergoing a hospital procedure at the time, making procedure-related electromagnetic interference (emi) likely cause. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.